Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead exhibited helix extension failure. The rv lead was not used and the patient was in stable condition.